Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath with a 23cm piece of delamination. There was blood on the outside and inside of the device and on the delamination. Microscopic examination presented no damage to the shaft. The braiding was not exposed and the arnitel material of the outer shaft was intact with no separations; however, the returned delamination was verified to be the pfte lining inside the shaft of the sheath. Microscopic examination revealed that the distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that foreign material was noticed. The target lesions were located in the right superficial femoral artery (sfa) and the right common iliac artery. The physician worked on the sfa first. During the procedure, a 6.0mmx40mmx135cm sterling balloon catheter. A 2.4 jetstream thrombectomy catheter and a 6.0mmx40mmx135cm lutonix drug coated balloon catheter were used on the same contralateral side. A 8.0x40x75cm express® ld iliac / biliary stent was implanted in the right common iliac artery. While deploying the stent, the 7f, 45 cm, st, cc chariot¿ guiding sheath was at the apex of the bifurcation. There was considerable resistance noted when removing the stent delivery system (sds) into the sheath. When removing the sds balloon, a piece of textured material came out of the sheath. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was noticed. The target lesions were located in the right superficial femoral artery (sfa) and the right common iliac artery. The physician worked on the sfa first. During the procedure, a 6.0mmx40mmx135cm sterling balloon catheter. A 2.4 jetstream thrombectomy catheter and a 6.0mmx40mmx135cm lutonix drug coated balloon catheter were used on the same contralateral side. A 8.0x40x75cm express® ld iliac / biliary stent was implanted in the right common iliac artery. While deploying the stent, the 7f, 45 cm, st, cc chariot¿ guiding sheath was at the apex of the bifurcation. There was considerable resistance noted when removing the stent delivery system (sds) into the sheath. When removing the sds balloon, a piece of textured material came out of the sheath. No patient complications were reported and the patient's status is fine.